Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Replaced pump and reservoir. Tubing cut in half, move half and cylinder.

Manufacturer narrative:
Field change: g5.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Replaced pump and reservoir. Tubing cut in half, move half and cylinder.